Event description:
The customer reported, a pre-charge fail error at boot-up. No pt injury was reported.

Manufacturer narrative:
The service rep installed new main battery pack and s-ram battery, tested ok. System operating normally.